Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet with an inset infusion set, changed the infusion set, and then noted unusual piston noises with continued occlusion alerts until delivery resumed about an hour later, after which glucose levels declined from a high range; the event included prolonged hyperglycemia lasting about two hours and the user indicated the issue self-resolved. Symptoms included feeling sick. Outcomes included no need for medical intervention and brief non-medical assistance from a family member. Investigation included customer interviews and troubleshooting and education. Investigation of this case revealed a transient infusion delivery interruption consistent with an occlusion that resolved without further intervention, with the pump mechanism subsequently resuming movement, and no further functional issues reported. It was concluded, based on previously established findings for similar reports, that the cause was a temporary infusion flow obstruction related to the infusion set or site that resolved, with no device malfunction confirmed.